Manufacturer narrative:
Product complaint #: (B)(4). Patient: surgical intervention. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the primary surgery was performed on (B)(6) 2018 via bha by inserting the head (p/n: 136530000) and the cup (p/n: 856746). The sales rep realized that misuse occurred the cup of 28 mm inside diameter was used for the head of 22 mm after the surgery. Thus, the revision surgery was performed on (B)(6) 2018 by replacing proper the cup and the head. No further information was provided by the hospital.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.